Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows, the blue handle sleeve is fractured with material missing. The fracture runs circumferential to the axis of the handle and through the dowel pin hole. The device shows wear & tear that indicates repeated use. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that handle on the impactor cracked while liner was being inserted. No adverse events have been reported as a result of the malfunction.